Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for sciatic nerve injury and spinal pain reported they walked through a metal detector and got a surge, but they didn¿t remember when this happened. No further complications were reported/anticipated.